Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 210353 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 210353, test base part number 195-430h / lot 205283. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 210353 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported conflicting results with the binax now covid-19 self test performed on (B)(6)2022 on direct tested nasal kitted swabs. The consumer took two tests. The first test generated a negative result and the second test generated positive results. No additional patient information, including treatment and outcome, was provided.